Manufacturer narrative:
The investigation determined that potentially erroneous assay test results associated with condition codes te1-504 and te1-594 were obtained from a patient sample processed using a vitros 5600 integrated system. The likely cause of the event is the incorrect positioning of the sample metering proboscis on a vitros 5600 system that was not detected, causing erroneous results to be obtained for a patient sample. Due to hardware reliability issue (i.e. X- drive assembly coupling used for sample metering assembly) and its associated adjustment, the sample metering proboscis may not dispense sample fluid in the correct location. When this condition occurs, vitros 5600 analyzer codes te1-504, 594 are produced by the vitros 5600, however, the vitros 5600 analyzer¿s sample dispense pressure profile does not detect the malfunction. Therefore, believable, erroneous results are reported by the vitros 5600 analyzer.

Event description:
The investigation identified an event which occurred on (B)(6) 2018 involving potential erroneous assay test results obtained using a vitros 5600 integrated system. A review of e-connectivity data identified that assay test results were associated with condition codes te1-504 and te1-594 and the assay test results not suppressed. The patient sample was no longer available so repeat testing could not be performed. Therefore, it is unknown if the assay test results were erroneous. The likely cause of the event is the incorrect positioning of the sample metering proboscis on a vitros 5600 system that was not detected, causing potential erroneous results to be obtained for a patient sample. If the erroneous results are not detected or questioned by a physician, the erroneous results could lead to inappropriate intervention with the potential for serious injury to the patient. The assay test results were reported outside of the laboratory. Ortho was not made aware of any allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics complaint number (B)(4) / ivd (B)(4).